Manufacturer narrative:
Device is a combination product. (B)(4). The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 4.00 x 24mm synergy ii drug-eluting stent was selected for use for a neurovascular intervention. However, during preparation, it was noted that the stent had been stretched over the balloon and was deformed. The device never went into the patient's body. The procedure was completed with another of the same device. No patient complications were reported.